Event description:
It was reported that during a ptca treatment procedure, the quantum maverick monorail 15/2.5 mm balloon ruptured at 18 atms on the third inflation. (The number of atms reached on the initial two inflation is unk). The lesion being treated was a calcified, 99% stenotic lesion in the distal right coronary artery. The physician used a 7f terumo introducer sheath for vascular access an a neos route guidewire and a 7f launcher jr4 guide catheter to cross the lesion. The quantum maverick monorail 15/2.5 mm balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.